Event description:
It was reported that during a device data review, an instance of atrial over-sensing was noted from this right atrial (ra) lead. The over-sensing did not impact therapy as it fell within the device's noise window. The physician is continuing with normal monitoring. At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.